Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the event. It was reported the foreign material was not noticed before catheter usage, and the catheter was used on the patient. The foreign material was yellow in color. A picture of the complaint device was provided and no foreign material could be observed by the naked eye. The picture revealed damage to the pebax. It seems that the pebax is cracked/broken. Additional information was provided which indicated the damage was not noticed prior to the catheter insertion, no internal components exposure was observed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and foreign material was found on the catheter tip. It was reported that during the procedure, a foreign body was found at the end of the thermocool® smart touch¿ electrophysiology catheter tip. The catheter was replaced, and the issue was resolved. The procedure could be successfully completed. There was no patient consequence reported. Additionally, the customer provided a picture that revealed damage to the pebax. It seems that the pebax is cracked/broken. Device evaluation details: on 12/7/2020, the bwi product analysis lab received the complaint device for evaluation and the evaluation has been completed. The returned device was visually inspected and found with the pebax component damaged, however, no foreign material was observed. The foreign material reported by the customer could not be confirmed since it was not found on the device, it could have been destroyed during the decontamination process prior the analysis, however, this cannot be conclusively determined. No problem was found; no problem detected. The damage on the pebax component of the device was confirmed. There is evidence that the device was properly manufactured in accordance with the released manufacture procedures. The cause was not established although the material problem was confirmed. The customer had also provided images of the complaint device to aid in the investigation. According to pictures provided by customer, foreign material was observed inside the pebax. Based on the picture received, the customer¿s complaint was confirmed. A manufacturing record evaluation was performed for the finished device, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device 30345614m number, and no internal actions related to the reported complaint condition were identified. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and foreign material was found on the catheter tip. It was reported that during the procedure, a foreign body was found at the end of the thermocool® smart touch¿ electrophysiology catheter tip. The catheter was replaced, and the issue was resolved. The procedure could be successfully completed. There was no patient consequence reported. No additional details regarding the foreign material found were provided. A swartz sl1 8.5 french sheath was used during the procedure. There was no difficulty maneuvering the catheter an no resistance while introducing or retracting the catheter from the sheath.